Event description:
It was reported that the threaded stud broke off the handpiece during a case. The handpiece was replaced with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Information not available, device not returned for analysis.